Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 265 mg/dl while wearing the pod less than 1 hour. After realizing elevated bg levels, the patient found cannula had not deployed as intended. The pink slide was not forward and the cannula was not visible, indicating a needle mechanism failure.

Manufacturer narrative:
The pod was received not deployed. No issues were found in the device that would result in a needle mechanism failure. The download data revealed that the pod was deactivated after the first priming sequence ended but before the start of the second priming sequence. Investigation found damage on the commutator cap near the top edge. But it could not be conclusively determined when this damage on commutator cap occurred. Despite this damage, the rotational sensor transitioned as expected in the data and no drive stall was observed in the pod data. Small cracks were found on the top housing. It could not be determined when these cracks had occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality.